Event description:
Paramedics responded to a person, condition unknown. The device was connected to the person for electrocardiogram monitoring. According to the rptr, the device displayed excessive artifact that interfered with diagnosis. No adverse affects to the pt were reported as a result of the alleged malfunction.